Manufacturer narrative:
The device was returned due to a communication issue and subsequent error message that displayed when the catheter was connected. Further investigation revealed a leak within the irrigation line. A gap was noted at the luer/proximal tubing junction, allowing fluid to flow outside the irrigation tubing and into the proximal tubing towards the optical and electrical connectors, consistent with the reported communication issue.

Event description:
This event is being reported based on the analysis of the returned device.